Manufacturer narrative:
DHR review completed. Code 3331 - review of DHR completed; code 213 - the review of the manufacturing paperwork verified, that this lot met all pre-release specifications; code 22 - according to the gore® dryseal flex sheath instructions for use, adverse events with may, occur and/or require intervention including, but not limited to vascular trauma.

Manufacturer narrative:
This event also includes device 18021826/ 04993024008311.

Event description:
On (B)(6) 2020, this patient underwent an endovascular treatment of a thoracic aneurysm after a total arch replacement and open stent graft implantation. A 22fr gore® dryseal flex introducer sheath was inserted from the right side of the patient. Reported there was strong resistance during the delivery of the sheath. Gore® tag® conformable thoracic stent grafts, tgu313120j was implanted distally, and when tgu343420j was inserted to the proximal side, the first device, tgu313120j was moved to proximal about 3cm. No additional treatment was required for the migration. Since there were manipulation of pushing or pulling of devices into the sheath valve, which caused a damage to the valve. The 22fr sheath was replaced with a 20fr sheath. The access angiography revealed a dissection in the access vessel. As a treatment, a stent was placed and a partial prosthesis replacement was performed. The patient had a localized dissection of the external iliac artery before the procedure. It was unknown whether the access vessel dissection during the procedure was originally present or the one extended due to the sheath insertion. The right femoral - external iliac arteries diameter was about 6.6 - 6.8 mm.